Event description:
It was reported that the device was pacing at the base rate during rf ablation. The base rate pacing was also noted when vt was induced. The issue was only observed when rf energy was delivered. The issue was resolved when the rf ablation was stopped and the ICD was reprogrammed. No adverse consequences were reported.